Event description:
It was reported that patient experienced a blood clot and loss of sensation in their legs after their implant. Surgical intervention was undertaken and their system was explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.